Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose readings on ilet with a fingerstick of 218 mg/dl approximately one hour after eating a turkey sandwich without announcing the meal, followed later by 256 mg/dl after a burger, fries, and vegetables with meal announcement; the user was changing supplies and pairing freestyle fsl3+ continuous glucose monitor (cgm) at the time of the initial missed meal announcement. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to appropriate therapy without emergency care or hospitalization. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the event involved improper or incorrect procedure related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.